Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been entering incorrect blood glucose (bg) values onto the pump. Reportedly, the customer's bg levels are due to user error due to the customer entering inaccurate readings onto the pump. The customer experienced elevated blood glucose levels (ranging from 273 mg/dl to over 601 mg/dl) with small, trace ketones, which was addressed with a quick bolus and a correction bolus via the pump. Tandem technical support offered to reach out to the territory manager for additional training; however, the contact declined and reported that it was rebellious behavior and user error by the customer. Recommendation was made to consult with health care provider regarding diabetes management.